Event description:
It was reported that this right ventricular (rv) lead is exhibiting low out of range pace impedance measurements less than 200 ohms with increased threshold measurements. Boston scientific technical services (ts) also observed noise on the rv lead in stored episodes and presenting electrograms. Ts provided guidance to perform troubleshooting including all lead measurement and consider performing an x-ray. Ts also discussed the amplitude and frequency of the observed noise and asked if the patient could also have a left ventricular assist device (lvad). The boston scientific field representative suddenly recalled that this patient may have a lvad and will check with the patient. Ts indicated that they are still concerned about the low out of range pace impedance measurements and speculated if the rv lead could have been damaged during implant of the lvad. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting low out of range pace impedance measurements less than 200 ohms with increased threshold measurements. Boston scientific technical services (ts) also observed noise on the rv lead in stored episodes and presenting electrograms. Ts provided guidance to perform troubleshooting including all lead measurement and consider performing an x-ray. Ts also discussed the amplitude and frequency of the observed noise and asked if the patient could also have a left ventricular assist device (lvad). The boston scientific field representative suddenly recalled that this patient may have a lvad and will check with the patient. Ts indicated that they are still concerned about the low out of range pace impedance measurements and speculated if the rv lead could have been damaged during implant of the lvad. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.additional information was received that this rv lead is fractured. This caused noise which was oversensed resulting in pacing inhibition as well as inappropriate device shocks in multiple episodes. No asystole was observed due to the pacing inhibition as the patient had an underlying intrinsic rhythm. The patient experienced discomfort, pain and anxiety as a result of the inappropriate therapy. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.